Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens in two pieces, tears on the optic and haptic plates. Further testing could not be performed due to the condition of the received the lens. One retain sample from the same lot (7554803) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an anterior capsule tear occurred upon lens insertion and an anterior lens vault was noticed approximately 1 week post-op. Subsequently, the lens was explanted from the patient's left eye. According to the surgeon, anterior capsule tear was the likely cause of the event and the prognosis was reported as "good, patient doing well".